Event description:
It was reported that, "while using the screwdriver, a piece of plastic broke off the handle and the handle cracked. Nothing entered the pt."

Manufacturer narrative:
Device not yet received. Investigation in process but not yet complete.